Manufacturer narrative:
(B)(4) follow up . It was reported the needle was imperforate. A device history record review was completed by our quality engineer team for provided material number 305106 and lot numbers 3299397, 3179200, 3144657 and 3024945. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.

Event description:
Material#: 305106, batch#: 3299397, 3179200, 3144657, 3024945. Four different patients involved. It was reported by customer that when they put a needle in someone's eye and tried to inject medicine and it squirted everywhere (it was a slip tip and the needle was imperforate). Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Per the provider, patients have required multiple eye injections due to this issue which opens them up to greater procedural risk.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.